Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg could not hold a charge for 24 hours. As result the patient may undergo surgical intervention on a later date.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.